Event description:
Fusion l5,s1 surgery product involving surgery were defective. Surgeon hide defective results, material was found to be used by zenith insurance company. Dates of use: (B)(6) 2003 and (B)(6) 2004.